Event description:
It was reported that when using the bd pyxis¿ es server, medication or order was not crossing for a patient to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication or order was not crossing for a patient to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) checked the hfh server, but it showed as decommissioned in remote support service (rss) in the customer side. So unable to use the es enterprise server to look up the patient or order. Also tried tracing the server database on both the application and database servers, but it was not found in sql server management studio (ssms). The tss asked hospital it to confirm if there was anything else they could check on their side. The ascension servers are decommissioned. The customer confirmed that the es server was listed under henry ford in rss, and hf did not use secure link. Checked on that, a new order for the medication was placed at 05:50 am on (B)(6) 2026 and then discontinued two minutes later at 05:52 am. Able to see the order under the patient¿s profile on the es server, but no additional messages were received for that order number. The tss updated customer and no response received from the customer. The technical support specialist closed the case.